Event description:
It was reported that on december 30, 2019, the surgeon performed a removal of hardware due to pain. The plate and screws were smith and nephew. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)